Event description:
It was reported that during a routine follow-up, myopotential oversensing was observed on the implantable cardiac defibrillator. Programming changes were successfully made. The device was explanted electively on (B)(6) 2017. The patient was stable throughout the event.